Event description:
Caller states that the customer tested at 209mg/dl on her device and approximately 2.5 hours later he tested at 119mg/dl on a professional device. A few minutes after this result, he tested at 247mg/dl on his device. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.